Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. System check was performed with technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 302 mg/dl at time of event.